Manufacturer narrative:
The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the low pressure alarm frequently occurs. Additionally, the customer reported an oxygen calibration error. The customer reported the events log displayed ventilator inoperable, motor fault, turbine out of control, and flow parameter (100) errors. The issue occurred during patient-use and the customer reported the patient was placed on a replacement ventilator. The customer reported there is no patient consequence associated with the event.